Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system was selected to be used. During the procedure 7000 units of heparin were administrated to the patient before transeptal puncture (tsp). Once across the left atrium (la), the activated clotting time (act) was 109 seconds. It was then rechecked, and it was 166 seconds. The physician asked for 5000 units more to be administered. At this time, a non-mobile thrombus was noted at the end of the was sheath via transesophageal echocardiography (tee) when the pigtail catheter was about to be inserted. The physician aspirated the thrombus back into the was sheath, and the was sheath was removed and cleared of clot. The physician waited until the act was 387 seconds before reinserting the was sheath and completing the procedure without any further complications. The patient did not experience any harm or neurological deficits. The physician stated that the patient did not have any known pre-existing clotting disorders or medical conditions that would cause the thrombus. The patient is fully recovered.